Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 he experienced a hypoglycemic event, lost consciousness, and had a car accident. Patient claimed his bg at the time of the accident was 25 mg/dl. Patient claims that the paramedics measured his bg at 61 mg/dl while his cgm was reading 91 mg/dl. Patient was not aware of what was given to raise his blood glucose. At the time of his call to dexcom patient was very upset, and was suffering from an injured thumb from the car accident. Dexcom requested the return of the receiver for investigation. No product had been received at the time of the report.